Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a hand assisted splenectomy procedure, there was a tear in the lining of the sheath in the hand port. This caused a leak in the pneumoperitoneum. The surgeon completed the procedure with another product. There was no adverse pt consequence.